Event description:
It was reported that the customer experienced a low blood glucose of 35 mg/dl. Customer did not recall significant changes to diet or lifestyle that could be a cause for this. She stated she may have delivered too much insulin via bolus. Troubleshooting was performed with the insulin pump. Customer stated she did have a dental x-ray taken with the insulin pump on, but she had a lead vest on to protect the insulin pump. The drive support cap appeared normal and the displacement test was passed. Customer's blood glucose at time of report was 64 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.